Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified the explanted liner. The device was covered in bio-debris. No pictures of the head were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superior dislocation of the femoral component. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported patient had primary hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised one (1) year post implantation, and the head and liner were explanted. The patient underwent an additional revision surgery due to dislocation. The liner was explanted.

Manufacturer narrative:
(B)(4). D10: 11-107019 freedom constr hd 36mm t1 +3mm 194310. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.